Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 6/24/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 16-jul-2021. It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, a pericardial effusion was noticed. There was a steam pop in the patient and the pericardial effusion was discovered by the physician on intracardiac echocardiography (ice), as there was blood accumulating in the pericardium. The pericardial effusion was also confirmed on ice. The medical intervention provided was a pericardiocentesis. The exact amount of fluid removed was unknown, but the reporter confirmed it was less than one liter. The patient was reported to be in stable condition. There is no information about the hospitalization. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was noticed. There was a steam pop in the patient and the pericardial effusion was discovered by the physician on intracardiac echocardiography (ice), as there was blood accumulating in the pericardium. The pericardial effusion was also confirmed on ice. The medical intervention provided was a pericardiocentesis. The exact amount of fluid removed was unknown, but the reporter confirmed it was less than one liter. The patient was reported to be in stable condition. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. It was also reported that while setting up for the procedure, the carto 3 system was displaying a chest patch sensor error, intermittently. The reporter could not recall the error code. The chest patch sensor cable was replaced and the issue was resolved. Procedure continued. Additional information was provided on the event. A transseptal puncture was not performed. Prior to noting the computed tomography (CT), ablation was performed and there was evidence of a steam pop. The event occurred during the ablation phase. An irrigation catheter was used in the event and the flow setting: recommended flow settings for stsf. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features were used: graph, dashboard, vector and visitag. The visitag module was used and the parameters for stability were used: tag size 2, 2mm stability, 3 seconds, 25% of the time over 3 g of force and no additional filter used with the visitag. Color options used prospectively were force time intervel. Visitags were colored by tag index. The physician did not provide a causality opinion for the cause of this adverse event. The chest patch sensor error was assessed as not MDR reportable. This is highly detectable. Most likely harm is procedure delay or cancellation. The adverse event was assessed as MDR reportable. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable.